Event description:
It was reported that during setup for da vinci si surgical procedure it was noticed that one of the cables of the fenestrated bipolar forceps instrument was broke in half. The instrument was not used in the case. No patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of one of the cables broken in half is confirmed. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found.